Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer, and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported issue. When connecting the customer's glidescope avl video baton 3-4 to known, good, test verathon equipment, the reported image issue could not be duplicated. The camera image quality test was performed and passed. Afterwards, when performing a visual inspection on the reported video baton, the verathon technical service representative did report finding damage to the video baton's lens and lens cover. Upon completion of the evaluation the glidescope avl video baton 3-4 was scrapped as it had already been replaced prior to its return to verathon, and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends. In the verathon glidescope operations and maintenance manual (omm) it notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device for damage and its functionality before every use.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image intermittently disappears when manipulated. The procedure was completed using a glidescope core system, which was made available in an unspecified amount of time. No harm to the patient or user was reported.